Event description:
It was reported that stent balloon deflation issues occurred. The patient underwent a coronary intervention procedure. A 38 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, after stent deployment, poor balloon deflation (incomplete deflation) occurred, and the stent almost shifted. After adjustment, the stent was successfully placed without any adverse consequences. No further complications were reported.

Manufacturer narrative:
B5: describe event or problem updated. E1: initial reporter title updated. E1: initial reporter first name updated. E1: initial reporter last name updated. E1: initial reporter phone: (B)(6).

Event description:
It was reported that stent balloon deflation issues occurred. The patient underwent a coronary intervention procedure. A 38 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, after stent deployment, poor balloon deflation (incomplete deflation) occurred, and the stent almost shifted. After adjustment, the stent was successfully placed without any adverse consequences. No further complications were reported. It was further reported that the target lesion was moderately stenosed and located in the moderately calcified left anterior descending (lad) artery. The balloon was inflated to 14 atmospheres for 10 seconds. The physician repeatedly applied negative pressure and slightly withdrew the device. It took 2 to 3 minutes to remove the balloon from the patient.